Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the power did not turn on with the original batteries. The original batteries were removed and known good test batteries were installed and charge. The load test on test batteries which passed the 5 minute test (5 minutes 5 sec). The test batteries were then removed and new batteries were installed. The new batteries we charged overnight after which a load test was completed and the new batteries passed 5 min load test (6 minutes 47 sec). The reported event was confirmed to be caused by an electrical failure of the original returned batteries.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement ups power supply shipped to site 03/28/2016. Suspect ups power supply returned to manufacturer for analysis. Under analysis. On 03/31/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Found the mobile view station (mvs) shuts off as soon as it is unplugged from the wall. Replaced mvs ups, problem solved. Clip on the back of the x-ray hand switch broken off. Replaced x-ray hand switch. System ready for use. No further issues have been reported.

Event description:
A medtronic representative reported that while in a planned maintenance (pm) on a site's imaging system, it was found that the ups was not working. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.